Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was not cutting skin properly. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 19, 2017, it was reported that the device was not cutting skin properly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by zimmer biomet surgical on (B)(6), 2017 revealed that the calibration and master blade could not be tested because the fine adjustment cams were missing. The set screws were turned out also. The motor speed was within the requirements. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the bearings and missing cams. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that calibration and master blade could not be tested because the fine adjustment cams were missing. It was also revealed that the set screws were worn. The root cause of the reported event was due to the fine adjustment cams that were missing from the device. It is unknown why the device was missing the fine adjustment cams. The reported problem was resolved with the replacement of the bearings and missing cams. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.